Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead that resulted in asystole. The involved lead is a non boston scientific device. It was recommended to contact a field representative for further testing. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this patient was evaluated in the emergency room due to general weakness and pain. A consult unit was intended to interrogate the device, however, it was not possible. Upon further evaluation, it was noted this device was in safety mode. High out of range pace impedance measurements were observed on the rv lead resulting a lead safety switch. A device changeout procedure was performed and this device was explanted and replaced. During the procedure, both leads were tested using the pacing system analyzer (psa) to verify lead integrity. All lead values on both leads in the bipolar configuration were stable and within normal limits. The leads were connected to the new generator and the procedure was completed without complications. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead that resulted in asystole. The involved lead is a non boston scientific device. It was recommended to contact a field representative for further testing. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead that resulted in asystole. The involved lead is a non boston scientific device. It was recommended to contact a field representative for further testing. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this patient was evaluated in the emergency room due to general weakness and pain. A consult unit was intended to interrogate the device, however, it was not possible. Upon further evaluation, it was noted this device was in safety mode. High out of range pace impedance measurements were observed on the rv lead resulting a lead safety switch. A device changeout procedure was performed and this device was explanted and replaced. During the procedure, both leads were tested using the pacing system analyzer (psa) to verify lead integrity. All lead values on both leads in the bipolar configuration were stable and within normal limits. The leads were connected to the new generator and the procedure was completed without complications. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.